Event description:
It was reported that during a knee procedure on (B)(6), 2012, the surgeon implant a right femoral component in the patient's left knee. The item remains implanted. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item remains implanted in patient. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4): device remains implanted.